Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a lamp error on a cart. The customer will try a working lamp to see if the error will disappear. Tac instructed the customer to check and if the error appears to send the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103(lamp error) on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the e103 error could not be identified. Olympus will continue to monitor field performance for this device.